Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr broke the rotawire. A 1.75mm rotalink burr and a rotawire were selected for use. During procedure, an exchange for a 1.75mm burr was ordered after using a 1.5mm burr; everything was going well. However, it was noted that the 1.75mm burr broke the rotawire extra support when tested outside the patient's body. The devices were then removed and another burr of the same size were placed and completed the procedure. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the burr broke the rotawire. A 1.75mm rotalink burr and a rotawire were selected for use. During procedure, an exchange for a 1.75mm burr was ordered after using a 1.5mm burr; everything was going well. However, it was noted that the 1.75mm burr broke the rotawire extra support when tested outside the patient's body. The devices were then removed and another burr of the same size were placed and completed the procedure. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Received burr catheter and the proximal portion of the guidewire, the distal portion and the spring tip was not received. Only the proximal part of the wire was returned. Visual inspection of the device found that the wire has several kinks on it and the wire is broken, only 200cm from proximal section came back. Dimensional inspection of the outer diameter (od) of distal tip, od of middle of the device and od of proximal section were performed and were within specifications. However, the dimensional inspection of the overall length cannot be performed because of the condition of the device.